Manufacturer narrative:
(B)(4).

Event description:
Pacemaker follow-up was performed on (B)(6) 2017. A reset of the statistics was done and the programming session was kept opened. The patient was moved to another room and an external direct current (dc) defibrillation procedure was performed to treat the patient's atrial fibrillation. After the procedure, the subject pacemaker was re-interrogated in the same programming session. After reprogramming, the session was ended. During the follow-up performed on (B)(6) 2017, a message was displayed indicating mode switch occurrence. In aida (device memory), the number of mode switch displayed was 1, whereas no mode switch episode was recorded in the pacemaker memory. The physician would like to know why no mode switch episodes were recorded whereas the patient was in atrial fibrillation, and why the statistics were not reset after the dc defibrillation procedure, following the reprogramming performed on (B)(6) 2017.

Manufacturer narrative:
Preliminary analysis showed that no anomaly is suspected on the subject pacemaker.

Event description:
Pacemaker follow-up was performed on (B)(6) 2017. A reset of the statistics was done and the programming session was kept opened. The patient was moved to another room and an external direct current (dc) defibrillation procedure was performed to treat the patient's atrial fibrillation. After the procedure, the subject pacemaker was re-interrogated in the same programming session. After reprogramming, the session was ended. During the follow-up performed on (B)(6) 2017, a message was displayed indicating mode switch occurrence. In aida (device memory), the number of mode switch displayed was 1, whereas no mode switch episode was recorded in the pacemaker memory. The physician would like to know why no mode switch episodes were recorded whereas the patient was in atrial fibrillation, and why the statistics were not reset after the dc defibrillation procedure, following the reprogramming performed on (B)(6) 2017.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Pacemaker follow-up was performed on (B)(6) 2017. A reset of the statistics was done and the programming session was kept opened. The patient was moved to another room and an external direct current (dc) defibrillation procedure was performed to treat the patient's atrial fibrillation. After the procedure, the subject pacemaker was re-interrogated in the same programming session. After reprogramming, the session was ended. During the follow-up performed on (B)(6) 2017, a message was displayed indicating mode switch occurrence. In aida (device memory), the number of mode switch displayed was 1, whereas no mode switch episode was recorded in the pacemaker memory. The physician would like to know why no mode switch episodes were recorded whereas the patient was in atrial fibrillation, and why the statistics were not reset after the dc defibrillation procedure, following the reprogramming performed on (B)(6) 2017.